Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds. The rv lead also exhibited high pacing impedance, and the ra lead exhibited low sensing numbers. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.